Event description:
During a prostate seed implant procedure the implant needles (4-5) broke during insertion. Several were retracted broken but as a complete unit; however, 2 broke and pieces remained in the pt. One was recovered via cystocopy's another was found in the urethra and recovered. Due to the breaking of the needles seeds were found on the floor, in sheets and crimped in the needles, eleven seeds were not implanted.